Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na for gen.2 results for 5 patients tested on a cobas 6000 core unit. From the data provided, 2 patients had discrepant results. For patient 1: the initial sodium result was 128 mmol/l with a repeat result of 139 mmol/l. For patient 2: the initial sodium result was 137 mmol/l with a repeat result of 128 mmol/l. The customer also stated that the patient samples were tested on another unspecified module and the sodium results matched the higher results. No specific data provided. It was unknown if the results in question were reported outside of the laboratory. There were no results questioned by any doctors. The sodium electrode lot was s69 with an expiration date that was requested but not provided.

Manufacturer narrative:
The sodium electrode expiration date was provided as 27-may-2020. The investigation determined the electrodes were onboard the instrument for 5 months. The electrodes are to be replaced after 2 months or after 9000 tests measured. The expiration date for the sample tubes was 31-oct-2010. The customer was not always using a roche activator on the electrodes. The investigation did not identify a product problem. The cause of the event was determined to be human error.